Event description:
The rep reported that the pt had experienced a burning sensation in her legs while in recovery, subsequent to implant with a percutaneous stimulation lead in 2006. The lead was removed later the same day; the pt had received anti-inflammatory medications. In october 2007, the physician reported to the rep that the pt had died; the exact cause of death or date the pt had expired was unknown. Additional information has been requested from the physician.